Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.